Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy zilver biliary self-expanding metal stent. The stent unexpectedly deployed from the delivery system during placement. The deployed stent was removed and during removal, the stent reportedly "tore apart." Another stent was placed to complete the procedure. Other than what is described above a foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The stent was returned fragmented into 3 pieces. Due to the condition of the returned stent we were unable to determine if any portion of the stent is missing. A visual examination of the stent pieces confirmed both ends of the stent were included in the return. The delivery system was not included in the return. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Unexpected stent deployment can occur if the handle of the stent delivery system is advanced unintentionally before the stent is in place for deployment. If the clear cap on the handle was loosened prior to advancing the device through the accessory channel unexpected stent deployment can occur. The instructions for use for this product line advise the user to advance the stent delivery system into the bile duct until the stent is fluoroscopically visualized through the stricture. Then, the user is instructed to loosen the clear cap. If the clear cap is adjusted prior to endoscopic advancement, stent deployment can occur. If the handle is advanced during advancement of the stent delivery system through the endoscope, stent deployment can occur. Unexpected stent deployment can also occur if excessive pressure is applied to the handle of the delivery system perhaps in response to resistance encountered during cannulation. Information regarding resistance during cannulation of the bile duct was requested but not provided. Resistance of this nature can occur if the stent system is advanced through a severe stricture. The contraindications listed in the instructions for use include inability to pass the wire guide or stent through the obstructed area. The instructions for use caution the user not to attempt stent placement if the wire guide or stent cannot be advanced through the obstructed area. If excessive pressure was applied to the delivery system, perhaps in response to resistance during advancement, this could have contributed to unexpected stent deployment. Fragmentation of the stent can occur if the stent is removed after placement. Information provided indicated the deployed stent was removed from the patient's body. The instructions for use contain the following warning: "this stent is not intended to be removed. Attempts to remove the stent after placement may cause damage to the surrounding mucosa. This stent is considered to be a permanent implant." The information provided indicated the patient did not experience any adverse effects due to this occurrence. Prior to distribution, all zilver biliary self-expanding metal stents are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because the information provided indicated the product was used in contradiction with the instructions for use. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.